Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 5 devices had investigation types that have not yet been determined. Additional information: 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 events for the failure: fracture. 5 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99234. Supplemental rationale, corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status: 1 device was received. 3 devices were not available for evaluation. 1 device was evaluated using data provided by the user or third party. Evaluation findings (results/components): 1 device: fracture problem / tip, 3 devices: no findings available / part/component/sub-assembly term not applicable, 1 device: fracture problem / rod/shaft. Product disposition: 1 device: archived by stryker. 4 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 5 events for the failure: fracture - 5 events had no health consequences or impact.